Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm with a max diameter of 5mm and a 4mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was minimal. The access vessel was the femoral artery, with an unknown diameter. It was reported that after the echelon microcatheter was shaped, it was found that the distal end was damaged. After replacement, it was used smoothly. It was also reported that the axium spring coil was difficult to detach, and multiple attempts to detach it manually failed. After replacement, it was successfully implanted. Additional information was received. The cause of the damage was not determined. A break was observed, and no specific issues were identified that could have resulted in this damage. The cause of the coil's non-detachment was also not determined. The instant detacher was not used; instead, manual detachment was attempted three times. It was unknown whether any issues encountered prior to coil non-detachment, or any pushwire damage, were observed after removal from the patient. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the echelon-10 and the non-medtronic coil were both returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. Damage location details: no damage or irregularities were found with the echelon-10 hub. No damage was found to the catheter body. No damage was found with the distal tip; however. It was reported that the echelon microcatheter was shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length (measured to the proximal marker °band) was measured to be ~152.4cm, and the usable length (measured to the proximal marker band) was measured to be ~144.7cm, which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ± 1.5cm). The echelon-10 microcatheter hub was flushed, and water was able to exit the distal tip without any issues. Next an in-house (silver speed -14 hydrophilic guidewire) was selected and inserted into the echelon-10 hub, passed through the catheter body and exited the distal tip without any issues. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed. The echelon-10 was returned undamaged. No resistance was able to be reproduced during testing. The echelon-10 work as intended without any issues. The returned coil was found to be a non-medtronic coil and was unable to be verified; therefore, compatibility was unable to be determined. A few possible causes of ¿catheter separation/break¿ are but not limited to, user applies excessive force, thus exceeding tensile strength of tubing material, fast catheter retrieval technique, more than 20cm of traction was applied, and vasospasm. No root cause was determined. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.